Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump¿s screen was scratched. The screen was not readable. The customer¿s blood glucose level was 175 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to cracked and bleeding lcd glass. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, stained back address label, scratched keypad overlay, cracked belt clip slot and minor scratched lcd window.